Event description:
It was reported that at 8:55am on (B)(6)-2014, the customer called to report an incident that allegedly involved the following product or device: qty 2 reliant series slings. She reported at 6:00pm on (B)(6)-2014: the resident was being lifted and the sling ripped in the middle. The resident fell to the floor. There were no injuries according to her . The product has been taken out of use. The residents' weights¿ are both under 200 lbs.